Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. Console 1898001 ipc, 510k: k081277, serial # (B)(4), lot# 68637100, MFR date: 2010-07-15 (B)(4). The product has not been returned for analysis. Method: no testing methods performed. (B)(4).

Manufacturer narrative:
The devices were returned sept. 10, 2014. The devices were evaluated sept. 25, 2014. The customer¿s complaint could not be duplicated. The product analysis for (B)(4) (ipc console) found a scratched back housing, but no other fault was found. Product analysis for ef201 (foot control) found no fault; the device operated within specification. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a posterior cervical procedure, the drill started running at 40,000 rpm when foot pedal was not depressed. The procedure was completed with another console. There was no patient impact.